Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a connector breaking inside the catheter luer was confirmed but the root cause could not be determined. The product returned for evaluation was one powerpicc extension leg assembly and one 3-way stopcock extension set. A gross visual inspection of the returned devices found three different fracture sites. A male luer stem was fully fractured inside the PICC female luer, the male luer stem of the extension set was fully fractured, and an item was fully fractured inside one of the stopcock female luers. Microscopic inspection of each fracture site was conducted. Inspection of the fracture surface of the male luer stem inside the PICC lumen found that the surface had varying topography such that two peaks and two troughs were present. The area around the peaks and around one of the troughs had white discoloration of the plastic along with narrowing of the wall thickness. These features suggested that tensile stress may have developed in these areas. The inner diameter of the stem that was visible was inspected and no degradation of the material or any other remarkable features were observed, suggesting that no chemical damage to the luer had occurred. The stem was attempted to be removed using tweezers for further inspection. The stem was immovable, preventing further inspection. Inspection of the fracture surface of the male luer stem of the extension set found that the surface was relatively flat with a singular slope. White discoloration was observed on the plastic on approximately half of the diameter. When compared to the fracture site on the PICC, the shape of the fracture surfaces did not appear to match. Additionally, the opacity between the two materials appeared to be different, with the stem of the extension set being more opaque. This suggested that a portion of the device attached to the PICC was missing or that the returned extension set was not the device involved in the reported event. Inspection of the fracture site at the stopcock female luer found that the surface had a pattern of step like features that pointed and followed the circular shape of the surface. These features were indicative of rotational forces being applied to the item. The fractured item was small and did not extend past the luer threads. This made it unclear if the item was a male luer stem or something else entirely. The fracture surface of the item did not match any of the previously observed fracture sites. Additionally, review of the provided event description suggested that the fracture at the stopcock was not part of the reported event. Based on the available evidence, it is likely that tensile stress contributed to the fracturing of the male luer stem lodged inside the PICC. Additionally, given the difficulty in removing the stem from the PICC female luer and the features observed, it is likely that a fitting issue between the components was present. The investigation did not identify sufficient evidence to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Response received: 30-dec-2025. No, the patient did not suffer any harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported when dressing the piccline, the tube connector broke in the piccline's anti-reflux valve - the line was clamped immediately and the piccline removed.